Event description:
A 3.0mm diameter x 18mm length ave gfx stent was inserted into the catlum of a calcified circumflex coronary artery. Prior to insertion of the stent delivery system, pre-dilatation with a 2.5mm diameter percutaneous transluminal coronary angioplasty balloon and rotational alherectomy was performed to the target lesion. It was not possible to cross the target lesion with the stent, therefore, the stent and delivery system were pulled back from the coronary artery. The guide catheter and stent delivery system were then removed as a unit, however, the stent dislodged from the stent delivery system at the level of the iliac artery. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter. The stent was successfully snared from the pt and discarded. The target lesion was treated with percutaneous transluminal coronary angioplasty and there was no additional clinical sequalae reported relative to the event.